Manufacturer narrative:
At this time no conclusions can be made.a review of the manufacturing records was performed and found that the lot was manufactured to specification. The attorney alleges additional medical treatment will be needed however,no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent repair of a right inguinal hernia. The patient was implanted with a bard/davol flat mesh for his hernia repair. The patient's medical records disclose the following product information regarding the mesh implanted in the hernia repair: on (B)(6) 2017: the patient began experiencing pain at the site of the hernia repair. The patient's pain exacerbated by standing for long periods of time and by physical activities such as long walks or hikes. It is alleged that the patient continues to experience these complications related to the bard/davol flat mesh and will continue to suffer from them in the future. The polypropylene surgical mesh (bard/davol flat mesh) is defective. The patient has suffered and will continue to suffer permanent pain and suffering and disfigurement. The patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages, among others: physical pain, mental anguish, disfigurement, physical impairment, and medical care and treatment.